Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510k number for the conquest pta dilatation catheter products is identified. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. Balloon was noted to have frayed fiber throughout. No other anomalies during visual evaluation. On functional testing, the balloon was inflated with an in-house presto device and water was leaking from the balloon. The balloon fibers were stripped, a pinhole rupture was noted to the proximal end of the balloon. All the anomalies noted on microscopic observation. Therefore, the investigation is confirmed for the reported balloon rupture as a pin-hole balloon rupture was noted during the microscopic observation and water was leaking from the balloon during functional testing. The investigation is also confirmed for the identified material frayed as fiber disturbance was noted during the visual evaluation. A definitive root cause for the reported balloon rupture and identified material frayed could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date (05/2024).

Event description:
It was reported that during an angioplasty procedure of shunt, the pta balloon allegedly ruptured at 12 atm. It was further reported that another device was used to complete the procedure. There was no reported patient injury.